Event description:
A surgeon reported that during glaucoma filtration surgery, the device did not work properly. When the shunt was in place, it was verified that there was no drainage of aqueous humor through the shunt, it seemed blocked. Three add'l shunts were used during the same procedure and also had no drainage. The surgery was then converted to a trabeculectomy with no harm to the pt. There are four medical device reports associated with this event. This report is for the first shunt.

Manufacturer narrative:
The product was not received for analysis. The device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There was one similar complaint reported in the lot from the same facility. The root cause could not be conclusively determined. (B)(4).